Event description:
It was reported that the tip of the device was broken. The condition of the tip was discovered prior to the procedure. There was no patient involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.